Event description:
The customer observed falsely depressed architect magnesium results generated on the architect c8000 processing module for two patients. The samples were repeated with higher results. The following data was provided: sample 1 initial result = 0.8 mg/dl repeated on the same analyzer = 1.4 sample 2 initial result = 0.9 mg/dl repeated on the same analyzer = 1.3 normal customer range 0.5-1.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer observed the cc cuvette dry tip ((b)(64) was dirty and replaced the part. Part replacement resolved the issue. The cc cuvette dry tip ((B)(4)) was determined to be the likely cause of the magnesium results issue. No additional discrepant results were reported since the part was replaced. An instrument service history review revealed no additional erratic or discrepant patient results reported for architect c8000, serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000, serial number (B)(6) or the cuvette dry tip was identified.

Event description:
The customer observed falsely depressed architect magnesium results generated on the architect c8000 processing module for two patients. The samples were repeated with higher results. The following data was provided: sample 1 initial result = 0.8 mg/dl repeated on the same analyzer = 1.4. Sample 2 initial result = 0.9 mg/dl repeated on the same analyzer = 1.3. Normal customer range 0.5-1.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.